Event description:
It was reported that during use the implantable pulse generator (ipg) migrated, was re-positioned and remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.